Event description:
It was reported that the stylus touch pen of the programmer was not working properly. The pen has been replaced, and recalibrated several times but the issue persists. The pen needs to be applied above the intended spot in order to get it to work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stylus touch pen of the programmer was not working properly. The pen has been replaced, and recalibrated several times but the issue persists. The pen needs to be applied above the intended spot in order to get it to work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus pen was not working correctly with the display and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.